Event description:
A customer reported that the vgfi (vented gas fluid injection) was not working. It was below 33 mhg and there was liquid on the tubing. The customer believes that this possibly caused the infusion failure during the vitrectomy procedure. They also reported having trouble with the aspiration. The procedure was completed with the same equipment with a delay of less than 15 minutes. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).